Event description:
It was reported that during using the lift, the patient with dementia by mistake hold his hands on the sling attachment lugs (situated on the device lifting arm) instead of grab device handle bar. The customer reported that a resident is a strong person who due to dementia, may not be able to open his hands when pulls them forward. During the reported event the patient kept his hands around sling attachment lugs and did not open his hands, and pulling them towards him. As a result of the event patient sustained hand injury which required 9 stitches.